Event description:
Initial rptr indicated to a cyberonics therapeutic consultant that she was attempting to change a pt's vns therapy settings a message came up on the handheld computer screen stating "not to increase pt's generator over 0.25ma". The pt's device was then reinterrogated using another programming system and found to be set to 0ma on the output current. It was reported that the dr did not intend for the pt to be set at 0ma output current. The pt's vns therapy device was then programmed to its intended settings. Programming history was attained and reviewed showing that a partial programming session was noted to have occurred at the office visit therefore, explaining how the pt's vns therapy device was programmed to 0ma output current.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.